Event description:
It was reported that the patient has variations in loudness of sound and intermittencies for the past three weeks. The external equipment has been exchanged twice but the situation was the same. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).